Event description:
In this case, it was reported that the device was explanted at implant. Per the op report, a 19 mm edwards valve was implanted. The valve was seated without difficulty. It was examined and felt to be stable. After the patent was weaned from cardiopulmonary bypass, a tee showed a severe annular leak in the area of the left coronary annulus. The heart was re-arrested, the valve was excised, was removed. A new 19 mm edwards valve was then re-implanted. Special attention was placed to the area where the valve was noted. It was heavily calcified with a shelf of calcium that extended from the mitral annulus. It was also noted that this procedure was complicated by rv failure and after multiple attempts to wean from cardiopulmonary bypass she was placed on veno-arterial ECMO. She was hemodynamically unstable on multiple pressors and inotropes. On (B)(6) 2012, her supplemental oxygen requirements had improved and she was stable on her vasoactive drips. She was then taken to the or for attempts to wean and explant ECMO. The ECMO was weaned using tee guidance. She was noted to have good lv and rv function. The device was explanted. After this procedure, she had a vf cardiac arrest that responded to defibrillation x1. The patient's condition continued to deteriorate and the patient's family decided not to escalate her care and make her a dnr. Death was declared at 3:22am.

Manufacturer narrative:
Device not returned. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, the op report indicates that special attention was placed to the area where the valve was noted. It was heavily calcified with a shelf of calcium that extended from the mitral annulus. Although the root cause of this event cannot be confirmed with the available information, it appears that this was likely the primary cause of the leak. In addition, there have not been any allegations that the edwards device caused or contributed to the patient's death.